Event description:
Device issue: difficult to remove. Adverse event: stent entanglement. Onset of adverse event: during procedure. It was reported that the mini vision stent was successfully deployed; however, when attempting to advance a non-abbott guide wire, it caught on the mini vision stent. The stent was pulled from the target lesion and remained on the guide wire. The physician was able to pull the guide wire down to the iliac near the sheath with the stent still on the guide wire. The stent was successfully snared. Balloon angioplasty was successfully performed at the target lesion with no additional stent placement. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). Evaluation summary: in this case, the reported difficulties appear to be related to case circumstances. It may be possible that the newly placed mini vision stent was not fully opposed to the vessel wall, causing the non-abbott guide wire to interact and with the stent struts during advancement. Continued movement of the guide wire could cause entanglement between the guide wire and stent struts. Although it was not reported if the stent was post-dilated after being placed, post-dilating the newly deployed stent may help avoid interaction with the guide wire and stent struts during advancement. As a result of the guide wire entanglement, the stent dislodged from the target lesion and was successfully snared. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot which could have contributed to this complaint and there have been no other incidents reported for this lot. Overall, it appears the reported difficulties were related to case circumstances post deployment, as there was no damage noted to the sds prior to use and the stent was successfully deployed prior to advancing the non-abbott guide wire.